Event description:
Pt presented to the hosp with purulent drainage from pacemaker site, generator was also eroding through the skin and becoming exposed. Teh new pacemaker was placed in the subpectoral area. Pt did well and was discharged with no further complications. Expiration date 11/11/11.